Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
The customer reported that the battery is not charging.the customer reported that the unit was not in use on patient .